Event description:
An ophthalmic surgeon reported air in the irrigation line during the irrigation mode of a procedure. The surgeon clamped the line and completed the procedure with no harm to the pt.

Manufacturer narrative:
A sample has been rec'd but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).